Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient experienced numbness in the left fingers, except the pinky finger, once the local anesthesia worn off post miradry treatment. The patient was unable to pickup or grasp objects. The patient's symptoms did not improve by 17 days post-treatment. Pregabain (oral pain medication) and mecobalamin (oral vitamin b12) were prescribed. And diagnosed the symptoms as a median nerve paralysis.